Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that the mitraclip instructions for use (IFU) states under the "indication for use" section that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). All information was investigated the reported single leaflet device attahmnet (slda) and difficulty to grasp the leaflets appear to be due to patient morphology/pathology (short septal leaflet) and the off-label use of the device. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. The tricuspid regurgitation (tr) appears to be related to the procedural circumstances and due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, medical intervention. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted short septal leaflet. The first clip delivery system (cds 00217u168) was advanced to the tricuspid valve for off-label use, and the clip was placed; however, grasping the leaflets was difficult due to anatomical challenges. Then post-deployment of the clip, the clip became detached from the septal and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to the short septal leaflet. An attempt was made to stabilize the slda with a second clip. The second cds (00219u136) was advanced to the tricuspid valve for off-label use; however, the clip could not grasp the leaflets. The clip was re-positioned above the valve, but the clip became entangled with some tissue in the right atrium. After maneuvering the clip for some time, the clip was freed and successfully removed. The procedure ended at this point. One clip is implanted, and tr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.